Manufacturer narrative:
A.2 - a.4 are unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported an impella cp was unable to pass through the vascular system. The pump was unable to be inserted. The cause was tortuosity of the patient's blood vessels. An intra-aortic balloon pump was inserted for continued support and there was no patient harm.

Manufacturer narrative:
Investigation summary: the investigation has been completed. Unable to deliver or advance : the cause of the deliver issue was determined to be patient condition as the patient had tortuosity of the blood vessels preventing successful delivery of impella. Device history review: the pump passed all the post sterile inspection checks.